Event description:
T was reported that during initial implant high impedance was seen. During the surgery, 3 leads were used, and two generator was used, high impedance still persisted. Troubleshooting such as irrigating the nerve and visibly making sure pin fully inserted and cleaning out the header was performed. Ultimately, the third lead ad second generator was able to obtain a normal impedance. Device has been shipped to manufacturer but have not been received to date. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received. Product analysis was preformed and reviewed. The analysis shows no anomalies with the device, the device function as expected. No other relevant information has been received to date.

Manufacturer narrative:
H3: product analysis of suspect product in under way.

Event description:
Additional information received. The suspected device has been received into product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.